Manufacturer narrative:
The device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The february 2019 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured/migrated. " no adverse trend was indicated. Due to the lack of information provided on the voluntary medwatch form, the end user was unable to be contacted for additional information regarding the event and sample availability. Therefore, the report of fractured port catheter tubing is unable to be confirmed and the potential root cause is unable to be determined. The directions for use packaged with the smart port provide guidance on implantation and potential complications, including "catheter fragmentation and catheter pinch-off." (B)(4).

Event description:
As reported on voluntary medwatch, mw5084130, "patient came in for an infusaport removal after use of 5 years. Snap heard/felt when removing catheter. The distal half of the catheter remained and required extended procedure to remove successfully." No follow-up into this event was possible due to lack of information provided - no hospital name was given and a search into angiodynamics' shipping history for the provided port/lot # showed that it had shipped to 20 different hospitals.